Manufacturer narrative:
Initial reporter: the second physician is dr. (B)(6). (B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method and endovive jejunal feeding tube were used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. Post procedure, the endovive jejunal feeding tube detached from the endovive peg tube and migrated into the stomach. Upon x-ray, it was confirmed the tube was in the gastric cavity. The physician removed the tube and a new endovive standard peg kit push method and endovive jejunal feeding tube were placed. There were no patient complications reported as a result of this event.